Manufacturer narrative:
An assement documented by md on 10/19/2005. Reported ischemic cardiomyopathy, coronary artery bypass surgery, status post cardiopulmonary arrest. It appears the pt is having ventricular tachycardia, scar related which could be causing syncope. Other less likely causes could be acute changes in the electrolytes during dialysis. I do not feel the pt should be driving. A cardiac catheterization was performed. Also, a successful angioseal was performed at that time.

Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a pt undergoing hemodialysis. The rn who reported this event was contacted for additional info. It was learned for this event, that dialysis was initiated when 30 mins into the therapy, pt became unresponsive and in respiratory distress. The pt did have o2 2l of oxygen on when this event occurred. Reportedly, the rr was 44 and pulse was 64. Nine one one was called and the therapy discontinued. Pt now alert and responsive yelling out in pain as ambulance stretcher took him away. Staff unable to determine source of pain. The pt was later discharged. No lot or sample available for an evaluation. There is no report of pt injury or ill effect related to this event. For this event, the pt presented pre tx with 8.5 kg of fluid on. Staff attempted to remove 2.4. Also, this pt has a history of non compliance with prescribed beta blocker. The pt did remain on this dialyzer for subsequent dialysis therapy.